Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 has ball bearings falling out. The field service engineer found that the right rail was missing from the bearing cage. The engineer replaced drawers 3.1 and 3.2, configured them, and replaced the cubies in both drawers. The system then functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure ball bearings falling out. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.